Event description:
Sorin group (B)(4) received a report that the filter became detached from the autotransfusion cardiotomy reservoir at the end of the procedure. It was reported that there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco ats autotransfusion reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the filter became detached from the autotransfusion cardiotomy reservoir at the end of the procedure. It was reported that there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.